Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the physician experienced initial difficulty deflating and removing the balloon catheter. The balloon was subsequently removed, and no pt injury or complications occurred.